Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that they were just at the doctor's office and they had an hour and 24 minutes left until their next bolus. The patient stated that the timer they set went off to give themselves a bolus, but the lockout time was still 1 hour and 14 minutes. The patient said, no changes were made on the timing at their doctor appointment. The patient also mentioned that they have been getting a service code 338 "every time" they try to use the handset. The agent reviewed meaning of code. The patient was able to connect to the pump during the call and confirmed they were locked out for an hour and 14 minutes. They have tried closing out the application and restarting the handset but has not resolved the issue. The agent had patient access their therapy details a nd the reason for lockout was lockout duration in effect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned that the personal therapy manager (ptm) s talling at 90 percent "for a long time." During the call, the patient did have a momentary pause at 90 percent but then able to connect. The patient stated that this has been an issue since they got the device and states the equipment. Additional information received from the patient indicated that the cause of the lockout and the ptm stalling at 90% was not determined. Per the patient, the customer service representative said that there was "nothing they could do about it" and to contact the doctor to have him call his regional manufacturer representative (rep). The event was not resolved. The handset was a 2019 samsung phone that was "complete junk". No other actions were taken. The "call center was no help" and the patient's doctor's rep referred the patient back to the call center. The patient application software version was 2.0.1700.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.